Event description:
Depuy synthes spine loaner/consignment trays (called "tower" in set; lumened instrument). Used for lumbar, thoracic, tumor, etc. Spine cases and preferred system. 3 cleaning stylets in the set do not completely remove cement. Almost all used sets inspected with a borescope have retained cement, including loaners from the depuy synthes inventory. Only new sets do not contain cement. Complaint has been escalated with vendor with response, "this isn't a problem elsewhere". Vendor rep acknowledged the 3 cleaning stylets in the set do not completely remove cement.